Event description:
One endeavor sprint rapid exchange (rx) stent was implanted to the proximal rca during index procedure. At 30 day follow up, six month follow up and 1.5 year follow up, the pt was asymptomatic / free of symptoms. However at one year follow up, pt's cardiac status was unstable angina. Approx 20 months post index procedure, it is reported that the pt was admitted with fresh cerebral ischemia. During hospital stay, neurologic deterioration with intubation. After extubation, pt developed pneumonia due to aspiration. It is reported that the pneumonia resulted in the pt suffering an ischemic stroke. Pt was not taking aspirin or clopidogrel 24 hours before the event. Investigator stated that the event was not related to the study stent. It is also reported that the pt suffered hematoma left upper arm and forearm. The pt received 7 units of prbc. It is reported the pt expired approx 20.5 months post index procedure. It was a sudden death, due to respiratory insufficiency by pneumonia. Investigator stated that the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke/death).